Event description:
It was reported that the patient with this pacemaker experienced a syncopal event. Boston scientific technical services (ts) was consulted and assisted to perform a patient-initiated interrogation (pii) and send it to the clinic. No further information was provided. No additional adverse patient effects were reported. At this time, this device remains in service.